Event description:
Caller reports burnt and corroded connector pins on the inform meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.